Event description:
Had christensen cobalt chromium implant implanted in 1991. The device will be removed shortly because the screws have sheared and the device is loose on the right side. Pt is also experiencing toxic side effects - chrom 6+3 found in blood.

Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc was unable to link any of the medwatch form to a specific pt or a specific device because no detailed info was given.